Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found evidence of the customer's report; however, this is not an indication of a device malfunction. The log observed the device powered off after prompting low battery and device shutdown warnings, which is normal operation of the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.